Manufacturer narrative:
This supplement report #1 is being submitted to provide the root cause and actions taken. Agfa field service responded to the call and replaced the handle guards on the portable. Agfa field service also disassembled the dx-d100 covers and attached new gauge stoppers. A voltmeter connected to the dmc board verified 2.5 volts on both motors. Investigation revealed there was no dirt or broken parts inside the deadman handle. Agfa service reassembled and tested the unit with movement up and down the hallway and verified the unit would stop going forward as well as stop in reverse when releasing the deadman handle. The unit is now working as intended. During the investigation by agfa and based on the input of the customer's bio-med, the root cause was determined to be a known issue as documented with a warning message in the unit's user manual. "Lowering the arm when the telescopic arm is not fully retracted, can trigger the handle bar and cause unintended displacement of the equipment. Fully retract the telescopic arm before lowering the arm." No further events have been reported. There has been no reported harm to patient or user during this event.

Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.

Event description:
On april 19, 2017, agfa became aware of an event in which the customer experienced unattended movement of a dx-d 100 unit. The customer reported the unit drove on its own and hit the wall. The unit has been removed from service. Investigation is under way to determine the root cause. A supplemental report will be provided.